Event description:
A report was received that the patient was unable to lift their thigh predominantly due to pain but potential motor deficit as well after a lumbar radiofrequency procedure.

Manufacturer narrative:
The returned device was analyzed and no anomalies were found.

Event description:
A report was received that the patient was unable to lift their thigh predominantly due to pain but potential motor deficit as well after a lumbar radiofrequency procedure.

Event description:
A report was received that the patient was unable to lift their thigh predominantly due to pain but potential motor deficit as well after a lumbar radiofrequency procedure.